Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature. The procedure involved revising the surgeon¿s prior hemiarthroplasty by converting the flex stem to a reverse configuration and removing the pyrocarbon head (50x19, low offset).

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.